Manufacturer narrative:
Sections a2, a3a, a4 reflect all the information provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having difficulty taking a reading. Troubleshooting was performed and included the patient taking a reading normally on their bed. The patient electronic system (pes) was positioned on the left side towards the headboard. The pes was plugged into a wall outlet. The patient noted they had an adjustable bed with a metal frame. The patient had an alarm clock, television, and left ventricular assist device (lvad). No other nearby devices were noted. The reading was started without the patient on the pes and it was white 12% and then cancelled. The patient then laid spine centered on the pillow and their head on the headrest and white was 0% then it was cancelled. The patient then laid with their left shoulder blade centered on the pillow, head on headrest, and leaned left. There was no electromagnetic interference (emi) detected this time. The cause of the problem was determined to be positioning. No further remote care technical services (rcts) action was required. No replacement was needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty taking readings due to electromagnetic interference (emi) could not be confirmed through this evaluation. A specific cause for the reported emi could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b is currently available. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification," state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification," states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.